Event description:
Hcp reports pt presented to the pain outpt clinic with "pain and withdrawal symptoms." While interrogating the pump, a memory error occurred and the pump was halted accordingly. Then all corresponding variables were set to zero, however, it still showed the correct pump model and calibration constant. The pump was reactivated by programming all variables again. Two weeks later the same event happened again. A follow up report will be sent when add'l info is available.